Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 275 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques. Customer reloaded cartridge and issue was resolved. Customer¿s blood glucose level was in the 230 mg/dl range.